Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to instructions for use (IFU) of the gore® dryseal sheath with hydrophilic coating, adverse events that may occur and / or require intervention include, but are not limited to vascular trauma.

Event description:
On (B)(6) 2016, the patient underwent treatment of a thoraco-abdominal aortic aneurysm with conformable gore® tag® thoracic endoprostheses using a 24fr gore® dryseal sheath with hydrophilic coating. After the stent grafts were implanted, the physician removed the sheath from the patient. Then an angiography showed the left external iliac artery was ruptured. A stent graft was implanted within the left external iliac artery to treat the rupture. The patient tolerated the procedure. It was reported that the left external iliac artery was narrow (around 7 mm in diameter) and there was some resistance advancing the sheath through the left external iliac artery.